Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera of the subject device was foggy. The issue was identified during inspection for use, and there were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Correction: this report was found to be a duplicate of an event already reported in 3002808148-2025-00286-00. Should additional relevant information be received, it will be captured in that MFR number.